Event description:
The pt's kcl rider bag was empty. At closer look, it appears that the rider somehow backed up into the d5ns liter bag because the liter bag was now full and it had been hung earlier in the morning and had been running at 83/hr. The tubing was crimped where it entered and exited the pump.